Manufacturer narrative:
Corrected information provided in b.2., h.2., and h.11. Upon further assessment, it was confirmed that the bumpy/uneven cutter tip was a defective probe, not a broken tip. Based on the information currently available, this event does not meet the reporting criteria as per the applicable regulations. No further reports will be submitted under mfg. Report number 1644019-2026-01184. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further assessment, it was confirmed that the bumpy/uneven cutter tip was a defective probe, not a broken tip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter tip was found bumpy/uneven before intraocular lens implantation surgery. The procedure was completed on same day by replacing it with another product. There was no information reported about patient impact.